Manufacturer narrative:
Device manufacture date: sep-20-2005, oct-4-2005. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intermediate affiliate reports the expedium quick connect si polyaxial screwdriver was used for the sacrum fracture case. When the surgeon was finely adjusting the inserted screw with the driver, the tip of the driver was broken off. Since the broken tip could not be retrieved, the surgeon left it in the screw hole and then completed the final fixation with a rod covering the broken tip. Due to the incident, the procedure was extended by thirty minutes. The surgeon plans to remove the implants at a later date after bone union is confirmed.

Manufacturer narrative:
The expedium quick connect polyaxial driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned for evaluation. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending analysis was conducted and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, it is likely that the driver underwent a higher than anticipated level of torque resulting in tip fracture. No issues were identified in the manufacturing or release of this driver that could have contributed to the problem reported by the customer and an internal data review has been opened. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.